Event description:
It was reported the tl30 was used during a colon resection. It was reported the device was fired on the bowel and when released there were no staples in the tissue or the device. It was reported the bowel contents spilled into the abdomen and the pt is very sick.